Manufacturer narrative:
Correction of this h10 field: additional MFR narrative this investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to out of range, high, pacing impedance. There was a signal artifact monitor (sam) episode as well, where the minute ventilation (mv) sensor signal was over-sensed. The ring impedance was also high, out of range. There were numerous inappropriate atrial tachy response (atr) episodes due to myocardial oversensing. It was recommended to bring the patient for a revision and reprogram the device depending on what was found at the follow up. After the follow up it was determined that a right atrial lead spring contact issue was present. The right atrial lead is a competitive device. The device was reprogrammed to unipolar pacing with bipolar sensing. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to out of range, high, pacing impedance. There was a signal artifact monitor (sam) episode as well, where the minute ventilation (mv) sensor signal was over-sensed. The ring impedance was also high, out of range. There were numerous inappropriate atrial tachy response (atr) episodes due to myocardial oversensing. It was recommended to bring the patient for a revision and reprogram the device depending on what was found at the follow up. After the follow up it was determined that a right atrial lead spring contact issue was present. The right atrial lead is a competitive device. The device was reprogrammed to unipolar pacing with bipolar sensing. The system remains in service. No adverse patient effects were reported.